Event description:
Microvention recently became aware of a published article (fiorella et.al, delayed symptomatic coil migration after initially successful balloon-assisted aneurysm coiling: technical case report 2009 february; neurosurgery). The article reported on a delayed migration of a coil loop after adjunctive balloon remodeling of an anterior communicating artery aneurysm. Eight days following the procedure, the patient returned with the acute onset of right lower extremity paralysis. Magnetic resonance imaging demonstrated an acute left anterior cerebral artery territory infarction. Angiography demonstrated that this infarct was secondary to the delayed migration of a coil loop out of aneurysm and into the left a1 to a2 junction. The patient experienced no additional neurological symptoms during 27 months of follow-up. Embolization coils from another manufacturer were also in this aneurysm. It is not known which manufacturer's coil migrated from the aneurysm.

Manufacturer narrative:
No device evaluation was performed as the microplex device is implanted within the patient.